Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for use error-reuse of single use product where the home patient stated that they changed out only the cassette and the bag that was on the heater. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
During follow up of an alarm, product surveillance (ps) spoke with the home patient (hp), the hp stated that on (B)(6) 2012, they had an alarm and they changed out the cassette and the bag that was on the heater only and they were able to complete therapy with no issues. Ps reviewed proper procedure for restarting with new supplies to avoid the risk of contamination and the hp understood. The hp had declined sending in a companion sample. Therapy has been going well since incident. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that changed out the heater bag and the cassette only. Per the pdn, she had spoke to the hp and was aware of the alarm and changing out of partial supplies. The pdn stated the hp was aware of the correct procedures. There was patient involvement. No patient injury or medical intervention was reported.